Event description:
A healthcare facility in canada has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a flexitrunk nasal tubing (bc192-05) had a tear. The healthcare facility reported that the patient experienced oxygen desaturation, with the lowest recorded saturation levels falling between 50% and 60% spo2. The healthcare facility also reported that the patient received manual ventilation (bagging) for approximately two minutes, after which the patient's oxygen saturation levels returned to normal. F&p requested additional information from the healthcare facility about the reported event, including multiple follow-ups; however, no further details were provided by the healthcare facility regarding either the patient outcome or the subject device. The subject device was also not returned to f&p.

Manufacturer narrative:
(B)(6). Section d4: lot number, expiration date, UDI details were not received from the customer section h4: device manufacturing details was not received from the customer section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Method: the subject device, bc192-05 flexitrunk nasal tubing, was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the limited information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that one of the tubes of a flexitrunk nasal tubing (bc192-05) had a tear. The healthcare facility further reported that the patient experienced oxygen desaturation, reaching levels between 50% and 60% spo2. The healthcare facility also reported that the patient received manual ventilation (bagging) for approximately two minutes, after which the patient's oxygen saturation returned to normal. No further patient consequences were reported. F&p requested additional details regarding device setup, sequence of events leading to the reported event, patient medical history and pre-existing conditions, prior therapies, and patient outcome. Despite multiple follow-up attempts, no further information has been received by f&p regarding this event. Conclusion: due to the lack of information provided by the healthcare facility regarding the patient outcome and the subject device not being returned to f&p for evaluation, the exact cause of the reported event could not be determined. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. The user instructions which accompany the bc192-05 flexitrunk nasal tubing include the following: - "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." - "disconnect the flexitrunk interface gently by twisting the connectors. Do not pull forcefully, as this may damage the tubing. Handle with care" - ""use patient oxygen monitoring"". Additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc192-05 flexitrunk nasal tubing.

Manufacturer narrative:
(B)(6). Section d4: lot number, expiration date, UDI details were not received from the customer section h4: device manufacturing details was not received from the customer section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in canada has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a flexitrunk nasal tubing (bc192-05) had a tear. The healthcare facility further reported that the patient experienced a significant oxygen desaturation, with the lowest recorded saturation levels falling within the range of 50% and 60% spo2. The healthcare facility also reported that the patient received manual ventilation (bagging) for approximately two minutes, after which the patient's oxygen saturation levels returned to normal range. F&p is in the process of gathering additional information from the healthcare facility about the reported event.